Event description:
False positive on cue health covid test. Subsequent cue health covid tests in rapid succession all negative. False positive on cue health covid test. Subsequent cue health covid tests in rapid succession all negative. "(B)(4)".